Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine device change out and while using a plasma blade, the pulse generator exhibited a loss of output pacing. The device was explanted and replaced as planned. The patient's condition post procedure was stable.